Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 75 mg/dl when his actual blood glucose level was 110 mg/dl. The customer expressed numerous instances in which he experienced false low alerts or received high sensor glucose readings when his blood glucose was actually not high. The customer stated that he would not hear the threshold suspend alarm and thus was not able to react to not receiving insulin in an appropriate manner. The customer declined troubleshooting. Nothing further reported.